Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a varix procedure, the clips would not advance. At the first use, the first clip stayed in the jaws, and then the applier was stuck. The device was unusable. Another like device was used to complete the procedure. There were no adverse consequences for the patient.